Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was fractured and there was high impedance greater than 3000 ohms, triggering lead integrity alert. The lead was reprogrammed, with pacing off and shocking vector routed around the fracture. No patient complications have been reported as a result of this event.